Manufacturer narrative:
The reporter's test strips of lot 440101-13 were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results for two patients from coaguchek xs meters. Patient 1 result from meter serial number (B)(4) and using strip lot 44010113 was 5.0 inr. The laboratory result using neoplastin/stago reagent was 2.2 inr patient 2 result from meter serial number (B)(4) and using and unknown strip lot was 7.5 inr. The laboratory result using neoplastin/stago reagent was 4.4 inr the laboratory results were believed to be correct.